Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("menstrual-like abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), amenorrhoea ("partial and then total amenorrhea"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), adnexa uteri pain ("acute stinging sensation in the ovaries"), diarrhoea ("diarrhea for several weeks"), disturbance in attention ("difficulty to concentrate"), memory impairment ("lapse of memory"), aphasia ("searching for words"), depression ("depressions"), sleep disorder ("sleep disorders"), insomnia ("insomnia"), dry eye ("ocular dryness"), visual impairment ("decrease of the vision"), cough ("irritating dry cough"), arthralgia ("joint pain: on the right buttock and then on the neck, the lumbar area, the hands, wrist and feet."), anxiety ("anxiety"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourses"), chest discomfort ("chest oppression"), fatigue ("significant fatigue") and myalgia ("muscular pain"). At the time of the report, the abdominal pain, amenorrhoea, vaginal infection, urinary tract infection, adnexa uteri pain, diarrhoea, disturbance in attention, memory impairment, aphasia, depression, sleep disorder, insomnia, dry eye, visual impairment, cough, arthralgia, anxiety, loss of libido, dyspareunia, chest discomfort, fatigue and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amenorrhoea, anxiety, aphasia, arthralgia, chest discomfort, cough, depression, diarrhoea, disturbance in attention, dry eye, dyspareunia, fatigue, insomnia, loss of libido, memory impairment, myalgia, sleep disorder, urinary tract infection, vaginal infection and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.